Event description:
It was reported that during a stenting procedure, the stent migrated from the balloon. The lesion being treated was a 99% stenotic lesion in the right renal artery with a string sign at the ostium. Access was obtained through the right common femoral. Using a super stiff guidewire, the area was bypassed and the catheter parked in the distal right renal artery. The wire was exchanged and a 6 fr renal curved pinnacle sheath advanced to the ostium. A cobra catheter was reinserted over the wire and an exchange for an .018 wire was made. The niroyal stent was advanced past the stenosis and then retracted under roadmap conditions intending to bridge the severe ostial lesion. During retraction, the stent migrated from the balloon, but remained on the .018 guidewire. An .014 wire was inserted parallel and a symmetry 3mm balloon advanced. The balloon was inflated and an attempt to recapture the stent within the sheath was made, which was unsuccessful. Add'l techniques were used, attempting to retrieve the stent, which were also unsuccessful. A snare device was used to snare the distal aspect of the stent and retract it into the aorta. Upon retraction, the stent became lodged on the bifurcation. Exchange for an 8fr vascular sheath was made and again using a snare device the distal aspect of the .018 wire was snared and the snare and sheath within the stent compressed against the tip of the sheath. It was pulled out through the access site and pressure was applied until adequate hemostasis was achieved. Follow-up runs demonstrated marked improvement in the ostium with residual stenosis. The pt tolerated the procedure "well". Pt was returned to their inpatient hospital room and discharged four days later.